Event description:
#Medwatcher #(B)(4). I haven't had a period since the essure was put in, I have severe bloating, weight gain of 27 lbs so far and climbing, painful intercourse, no sexual drive, and extremely hard to reach orgasm, and joint pain has become allot worst.